Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremors and movement disorders. It was reported an eri message was showing in (B)(6) 2017. It was also reported the patient was showing signs of stroke. A CT scan was performed but it didn't show signs of a stroke. They had numbness and tingling on the opposite side, also had weakness in their left arm and leg. The patient stayed in rehab and got treatment as though they had a stroke. About two weeks ago, the patient now had a really bad headache and was really dizzy, then the patient woke up the following morning and was talking fine. An MRI was going to be performed to make sure all the components are in the right spot before they do an ins change out. There was no allegation/dissatisfaction with the ins longevity. No further complications were reported as a result of this event.